Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. During follow-up, the patient¿s discharge summary was received and the record states the patient presented to the emergency room due to a slow draining peritoneal dialysis (pd) catheter (not a fresenius product). Per the patient¿s caregiver, despite having the pd catheter previously replaced, the patient¿s pd catheter continues to drain slowly. The patient did not require emergent hemodialysis (hd) upon admission, and surgery was booked to replace / revise the pd catheter on (B)(6) 2020. Upon visualization of the patient¿s pd catheter during surgery, it was discovered the catheter was ¿too long¿ and ¿buried¿ under the sigmoid colon, rendering it non-functional. The surgeon replaced vs. Revising the pd catheter due to its length, and repaired a small umbilical hernia discovered during surgery. It is unknown when the hernia formed. The patient continued to undergo ccpd therapy while hospitalized and was discharged in stable condition on (B)(6) 2020. The patient has returned home and resumed utilizing the same liberty select cycler as before the events.

Manufacturer narrative:
Correction: b3 and d11 have incorrect event dates and should be on (B)(6) 2020. B5, h6, h10 clinical investigation upon further review and follow up, it was determined that the covid hospitalization occurred prior to the pd catheter replacement and hernia repair. Event description and clinical investigation have been corrected accordingly. Patient codes dyspnea and fever removed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an umbilical hernia and mal-positioned pd catheter (not a fresenius product), which warranted hospitalization and surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the creation or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of fever, dry cough, dyspnea, abdominal pain and hernia, which warranted hospitalization and surgical intervention. The patient¿s dry cough, fever and dyspnea were attributed to the patient¿s positive covid-19 status. Per the spouse, the patient¿s abdominal pain was partially attributed to the pd catheter (not a fresenius product), and a hernia (type unknown) discovered during exploratory surgery. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a possible contributory role in the creation or exacerbation of the patient¿s hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for covid. During follow-up, the patient¿s spouse reported the patient was diagnosed with covid-19 on admission, characterized by a dry cough, fever and dyspnea. Additionally, the patient¿s complaints of abdominal pain were initially attributed to the patient¿s pd catheter (not a fresenius product). However, when the hospital performed exploratory surgery, they located a hernia (type/location unknown). The hernia was repaired, and the patient¿s pd catheter was removed. The patient received a hemodialysis (hd) catheter (not a fresenius product) while hospitalized (date unknown) and has temporarily transitioned to hd therapy. The patient¿s surgeon told the patient¿s spouse they could consider restarting pd therapy on approximately (B)(6) 2020. The patient¿s spouse reported the patient was discharged on (B)(6) 2020. During the call, there was no allegation of a fresenius device(s) and/or product(s) malfunction or deficiency. Additional information was requested but was not available.